Event description:
During administration of (B)(6) vaccine to infant, nurse observed the medication was leaking at the insertion site. During withdrawal of the needle the nurse noticed the needle remained in the infant's thigh. The needle was removed. There was no harm to the infant. Needles with this lot number were removed from stock and the vendor was notified.